Event description:
It was reported, that this lead was part of a system revision, due to infection. The patient experienced a hematoma, swelling, redness, and heat. No additional adverse patient effects were reported. The lead is not expected to return for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).